Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited farfield oversensing of r-waves on the atrial channel resulting in atrial tachy response (atr) episodes. Additionally, out of range atrial intrinsic amplitude measurements were recorded. The presenting electrogram (egm) showed no undersensing as a result. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.